Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Upon introduction of a 8mm x 3.00mm nc quantum apex balloon catheter into an unspecified 0.014 guide wire, the catheter balloon shaft fractured and was halved in the middle third when passing through the y connector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was returned in two (2) pieces. The catheter was inspected tactilely and under magnification. There were multiple hypotube and shaft kinks. The hypotube was broken 61cm from the strain relief; the fracture faces were oval shaped, as if kinked prior to separation. The balloon was damaged 7mm and 15mm from the distal tip. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Upon introduction of a 8mm x 3.00mm nc quantum apex balloon catheter into an unspecified 0.014 guide wire, the catheter balloon shaft fractured and was halved in the middle third when passing through the y connector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.